Event description:
Pt underwent a right total knee arthroplasty during 1994. He presented with complaints of loosening and "clicking" of the components this began shortly after placement of the total knee prosthesis. He reported that he was able to feel "shifting of the components. He reported minimal pain. The pt was admitted to the hosp for surgical treatment of the unstable total knee prosthesis. Intraoperatively, the tibial component was found to be loose and the tibial component, including the tibial insert, were removed. Cultures were obtained from the joint, as well as from the area directly distal to the tibial insert. The femoral and patellar components were left in place. Cultures were negative for organism growth.